Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0406 captures the reportable event of suture have multiple knots. Block h11: the returned speedband superview super 7 (only the handle) was analyzed, and a visual evaluation noted that it had marks of trip wire was secured. Also, the suture was returned with seven knots. No other problems with the device were noted. The reported event of bands unable to deploy and suture multiple knots in ligator were not confirmed. Upon analysis of the returned component, the handle had marks of the trip wire, indicating that it was secured. Also, the returned suture had seven knots. The returned device did not show evidence of either the alleged problems or defects on the device which could have contributed to the event. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2024. During the procedure, the bands did not deploy. Also, it was noticed that it seemed like there was an extra loop of suture wrapped around the bands or they were not connected properly to the suture. A second speedband superview super 7 was used; however, the same problems happened. A third unit was used which was a non-boston scientific product, and it worked, and completed the procedure. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0406 captures the reportable event of suture have multiple knots.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2024. During the procedure, the bands did not deploy. Also, it was noticed that it seemed like there was an extra loop of suture wrapped around the bands or they were not connected properly to the suture. A second speedband superview super 7 was used; however, the same problems happened. A third unit was used which was a non-boston scientific product, and it worked, and completed the procedure. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.